Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke at 15 mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that a crack spread from the scratches as the starting point. And there was a coarse part on the fracture surface. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the probe broke off because a physical stress was applied while the cracked probe was wiped. The probe damage error (u601) occurred because the cracked probe was tested with the probe check by an ultrasonic generator. The crack of the probe spread and the probe damage error (u504) occurred because the subject device with the scratched probe was activated output in seal & cut mode. The scratch occurred because the subject device was activated while the probe came in contact with other devices or the metal cup. The above might be most likely related to the user's technique. Also, based on the past similar cases, it was known that the probe was damaged due to activating output in seal & cut mode while the probe came in contact with a metal clip, and other devices. The instruction manual of the subject device warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the probe damage error (u504) occurred during a laparoscopic assisted distal gastrectomy. The user cleaned the subject device with oscillating ultrasonic waves within a metal cup. Then the probe damage error (u601) occurred. After that, the probe of the subject device was broken while the user wiped it. The doctor completed the procedure with a sonosurg. There was no other patient injury regarding this report.